Event description:
It was reported that grey foreign matter was seen floating in the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip prior to use. This occurred on 2 separate occasions, but the dates are unknown. In the first occurrence, the consumer discarded the cartridge and infusion set; in the second, the consumer discarded the syringe filled with insulin. The consumer's blood glucose level in both events was reported to be in the range of "54-500 mg/dl". The following information was provided by the initial reporter: "customer reports that on 2 occasions within past 2 weeks when he saw material floating in his syringe while doing a fill. Customer clarified it was not cartridge port material as had not yet inserted syringe into cartridge. In first instance, customer ignored the floater and inserted insulin into cartridge, then changed his mind and decided to discard the cartridge and infusion set. In second instance, customer saw floater and discarded syringe full of insulin, filled a new syringe with insulin and loaded cartridge. In both instances customer did resume insulin delivery after loading a cartridge successfully with a syringe that did not have any floaters. Customer elaborated the floating material appeared to be grey in color, similar to the plastic used to manufacture syringe. Customer unsure of source." "Bg on both events in range of 54-500 mg/dl.".

Manufacturer narrative:
H.6 investigation summary: four photos were received and evaluated. All the photos displayed a small white cylindrical piece of foreign matter. One photo displayed it on the stopper after it was removed from the syringe. One photo displayed it on the stopper inside a fluid filled syringe. Two photo displayed it on a fingertip. A physical sample is required for a more thorough evaluation and potential root cause determination. Based on the size and shape of the observed foreign matter it is possible the foreign matter is a piece of the insulin vial septum. The root cause was not confirmed. A device history record review could not be performed as lot number was unknown. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trend monthly.

Manufacturer narrative:
Medical device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that grey foreign matter was seen floating in the bd luer-lok¿ disposable syringe with bd luer-lok¿ tip prior to use. This occurred on 2 separate occasions, but the dates are unknown. In the first occurrence, the consumer discarded the cartridge and infusion set; in the second, the consumer discarded the syringe filled with insulin. The consumer's blood glucose level in both events was reported to be in the range of "54-500 mg/dl". The following information was provided by the initial reporter: "customer reports that on 2 occasions within past 2 weeks when he saw material floating in his syringe while doing a fill. Customer clarified it was not cartridge port material as had not yet inserted syringe into cartridge. In first instance, customer ignored the floater and inserted insulin into cartridge, then changed his mind and decided to discard the cartridge and infusion set. In second instance, customer saw floater and discarded syringe full of insulin, filled a new syringe with insulin and loaded cartridge. In both instances customer did resume insulin delivery after loading a cartridge successfully with a syringe that did not have any floaters. Customer elaborated the floating material appeared to be grey in color, similar to the plastic used to manufacture syringe. Customer unsure of source." "Bg on both events in range of 54-500 mg/dl."